Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming attempt. The patient underwent an explant procedure.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming, the patient underwent an explant procedure, additional information was received that the leads were also explanted. The explanted devices will not be returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50 . Serial: (B)(6). Batch: 7095553/7095554.